Manufacturer narrative:
Correction to section h6: the health effect - impact code should have been 4610 instead of 4628. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13838. It was reported the patient experienced stimulation issues. Diagnostics the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Patient underwent surgical intervention wherein the ipg was explanted and replaced. Additionally, the patient's lead was explanted, replaced and relocated higher to provide better coverage. Effective therapy was established post-operatively.